Manufacturer narrative:
H.3. Analysis of the implantable neurostimulator (ins) model: 3058, serial#: (B)(6), showed no anomalies. The device was subjected to a series of standard tests that include (but not limited to) visual inspection, output, and telemetry testing, and final functional testing. The device passed all testing in the laboratory and no anomalies were identified, h.3. Analysis of lead model: 3889-28, lot#: va1mkc7, showed no significant anomalies. The lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. Electrical testing determined that the continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The ins and lead were both returned on 2019-12-13. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device had to be replaced after having it lodged in an accident on a cruise ship. The device had shifted and disengagement of the electrodes occurred. The revision of the battery and the lead had taken place on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1mkc7, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep: the patient had a full system replacement. Explanted devices will be returned for analysis. No further complications were reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1mkc7. Implanted: (B)(6) 2018 explanted: (B)(6) 2019, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer¿s representative: product will be returned next week. Unknown reason for impedance. No further complications were reported at this time.

Manufacturer narrative:
Product ID 3889-28, lot# va1mkc7, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep: it was not known whether the wall falling on the patient caused the high impedance. It is unknown until time of surgery if the lead will be replaced. No further complications were reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1mkc7, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s ins system was not working like it used to. The patient reported that they went on a cruise and a wall fell on them hitting them in the backside and causing a concussion. Since then, their device had not worked as it did before. The patient¿s impedances were checked, and they had high impedances. The patient was scheduled for a lead revision on (B)(6) 2019. No patient symptoms were reported. No further complications were reported.